Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user accidentally dropped the ilet and the infusion set connector snapped, and the user removed the broken connector and proceeded to change supplies. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact to health and no alarms. Investigation included complaint handling and user troubleshooting education. Investigation of this case revealed damage to the connector consistent with physical impact. It was concluded that the event was due to accidental damage and not a device malfunction.